Manufacturer narrative:
Device lot#; corrected data: the previously submitted MDR inadvertently provided the wrong lot#. Device implant date; corrected data: the previously submitted MDR inadvertently provided the wrong implant date. Device manufacturing date; corrected data: the previously submitted MDR inadvertently provided the wrong manufacturing date.

Event description:
Further follow up indicated that the generator was explanted due to prophylactic reason. The high impedance was first observed (B)(6) 2016. It was also reported that the device was turned off on (B)(6) 2016. The review of the manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported through an implant card that a vns patient underwent a full replacement surgery on (B)(6) 2016. The lead was replaced due to a lead break and the generator was replaced due to unknown reasons. The patient¿s vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1630 ohms. No additional relevant information has been received to date.